Event description:
It was reported that the patient was unable to adjust stimulation. The display was showing a ¿call your doctor¿ icon along with a power on reset (por) condition. The patient had 3 por messages occur. It was noted that he lives next to high voltage power lines and the pors had only occurred at home. He was going to see if they occurred anywhere else. Additional information received reported that therapy had stopped due to the por. The patient was not doing anything specific when the por occurred. There was no relation to an overdischarge. It was noted that the patient had the power company out and it was not the power; the interference from the power lines was really low. The por was noted to be a warning por and it was not able to be cleared. He had been able to clear previously. The patient experienced pain when the por appeared. The onset of pain and loss of therapy was noted to be sudden. The patient was not feeling stimulation when the por occurred. It was noted that the first por occurred right after implant. The patient had not used the device in any other location other than his house. No other information was known at the time of this report. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, serial# (B)(4), product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 74001, serial# (B)(4), product type: adapter; product ID 3550-29, serial# (B)(4), product type: accessory. (B)(4).

Event description:
Additional information received reported that the por was cleared with a clinician programmer. The patient used their device away from their home without it resetting. The patient was receiving effective therapy.